Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and checked log file and the error 23069 was found. The fse then replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report error 23069 appeared. The site stated it happened at universal surgical manipulator (usm) 3. The site disabled usm#3 and continued to perform procedure. The procedure was completed with no reported injury.